Event description:
It was reported patient presented with an inflammatory mass. The patient was sent for an MRI when the mass was suspected. The magnetic resonance imaging (MRI) was done with and without contrast and confirmed a mass at the catheter tip between t11 and t12. The dose was decreased so that the mass could shrink. The patient is doing "as well as can be expected" and will continue to evaluate over the coming weeks as they decrease the medication. When the inflammatory mass is dissolved they will explant the device and go back to taking oral baclofen. The drug being used in the pump was baclofen and hydromorphone.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).

Event description:
Additional information received reported that the healthcare professional (hcp) decreased the medication "very quickly" and turned the pump off. It was noted that the hcp left the medication in the pump. It was stated that the pump was stopped because, it "was not helping the patient." The granuloma was discovered 2 months ago and no medical intervention had been planned or performed. The hcp planed on using the pump in the future if the granuloma dissipated.

Manufacturer narrative:
(B)(4).